Manufacturer narrative:
B3-date of even tis estimated. D6b- date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the scs system was unable to provide effective therapy and as such the system was explanted at an unknown time.